Event description:
A caller reported an occlusion alarm on their insulin pump, but the alarm number could not be verified in the pump's history. As a result of the occlusion issue, the customer's blood glucose level reached 425 mg/dl. To address the high blood glucose level, the customer administered a correction bolus using the pump, cleared the alarm, and resumed insulin delivery. The customer did not need third-party assistance and although they experienced more than one occlusion event, they resolved each in the same manner. There was no report of frequent or recurring occlusion issues, and no additional assistance was needed.